Event description:
A report was received that the patient was getting inadequate stimulation due to high impedance contacts. The patient underwent a lead replacement procedure. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm. Model # sc-2352-50, serial #s (B)(4), description: linear 3-4 lead 50cm. Model # sc-3304-25, serial #s (B)(4), description: 2x4 splitter - d4 - 25 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.